Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1025237 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1025237 , test base part number 190-430 / lot:1025237 . The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025237 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer (unconfirmed) false-negative result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal swab. A new sample was collected and repeated on the same ID now instrument and generated a negative result. The customer stated, "they believe results were false when they came out negative." The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.